Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was not functioning properly, as it was unable to deflate the device. A surgical procedure was performed to remove the ipp. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was not functioning properly, as it was unable to deflate the device. A surgical procedure was performed to remove the ipp. No additional information was provided.